Event description:
(B)(4). I'm not 100% sure of the date. My menstrual cycle was delayed and I was really bad pain in my ovary, so I went to the ER. I was concerned about a possible ectopic pregnancy. They tested and I showed no hcg and was sent home. The pain continued for a while. The time between cycles ran twice as long as usual, but did begin after about 50 days. I am usually fairly regular, with cycles every 24-29 days.